Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was 718 mg/dl. Customer was treated by paramedics, then transported to the hospital where he was admitted. The customer was wearing the insulin pump at the time of the incident. Blood glucose level at the time of the call was 92 mg/dl. Troubleshooting was not performed, customer stated that he would call back. The insulin pump was not replaced or returned for analysis.